Manufacturer narrative:
Concomitant product: product ID: neu_stimloc_acc, lot# serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during the lead implant surgery the testing results were not good for the left subthalamic nucleus and the symptoms were not good. The healthcare professional (hcp) suspected the lead was broken so they did the surgery again and used a new lead. The lead was confirmed to be broken, but the root cause was not determined. The hcp thought the broken lead caused the effectiveness to be poor. The lead was not checked before surgery. The left lead was explanted and replaced with a new one on (B)(6) 2014. Following the revision the patient was doing well.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no significant anomalies and the proximal end of the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.